Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). The customer staff complained that the bed continued to move even the pulling force was released. No patient was involved at that time. No injury occurred. The arjo technician confirmed the claimed issue and resolved it by the replacement of the indigo pcb.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). The customer staff complained that the bed moved forward unintended even the pulling force was released. No patient was involved at that time. No injury occurred.

Manufacturer narrative:
The arjo technician confirmed the claimed issue and resolved it by the replacement of the indigo pcb and its recalibration. The bed was tested and no further issues were found. Based on the investigation carried out at the manufacturer¿s site, the claimed failure mode was assigned to incorrect wheel characteristics. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: - ¿when operating indigo, maintain contact with the bed at all times¿; to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied. All devices with indigo are equipped with the emergency stops switches located at both (foot and head) ends of the bed. When the emergency stop switch is activated, an electric brake is applied to reduce momentum and slow the bed down until stopped. At the same time, the blue lights will turn off and the drive wheel will raise up from the floor. Arjo device failed to meet its performance specification since the indigo worked incorrectly. No patient was involved at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.